Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
It was reported that a patient on bipella support with an impella 5.5 and was delivering the impella rp for support when the delivery failed. The impella rp was replaced by an impella rp flex which was able to be delivered. The patient had known comorbidities and was turned down for surgery. The rp flex is supporting the patient successfully to date.

Manufacturer narrative:
The investigation into the reported issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of the positioning issue was most likely due to use issue since despite multiple attempts, the device could not be implanted due to malpositioning. No issues were found with the returned product.